Event description:
On 11/10/04, the patient contacted lifescan alleging that his one touch ultra meter read inaccurately high with control solution. He had gone to his physician to verify a blood glucose reading, as he had obtained several high readings on his meter. A result of 88 mg/dl was obtained on the physician's device. The patient took no action to affect his blood glucose level and received no treatment after use of the meter. He obtained a control solution result of 139 mg/dl on the reported meter. The customer care representative (ccr) walked the patient through two consecutive control tests, which fell outside the specified control solution range. The patient did not allege harm. There is no indication that he experienced injury or medical intervention due to the meter. Based on the two failed quality control tests, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. The meter and test strips were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.